Event description:
It was reported that "in time of implant, proximal locking screw was not working due to malfunctioning defect, inside the proximal locking screw, the thread was deformed. Blood leakage was found from junction. We had to open an another vector-flow 23cm to complete the procedure successfully. There was no harm, patient is absolutely fine and discharged from hospital."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "in time of implant, proximal locking screw was not working due to malfunctioning defect, inside the proximal locking screw, the thread was deformed. Blood leakage was found from junction. We had to open an another vector-flow 23cm to complete the procedure successfully. There was no harm, patient is absolutely fine and discharged from hospital."

Manufacturer narrative:
(B)(4). The details of the complaint were reviewed. No unit was returned for evaluation. A video was shared confirming the difficulty in locking the compression cap over the juncture hub. It is unknown if there were any defects present that could have caused the interconnection issue. A device history record review was performed, and no relevant findings were identified. The customer stated the threads were deformed due to manufacturing defect. It is likely that there could be threading offset on the juncture hub. However, this cannot be confirmed with the video provided by the customer. Another unit was used to complete the case. No patient harm noted. Based on the information, the most likely root cause of the issue is undeterminable. Teleflex will continue to monitor and trend for reports of this nature.